Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2026. The customer addressed the elevated blood glucose level by a correction injection via manual insulin therapy, and did not require third-party assistance. The customer resolved the issue by changing the infusion set and cartridge. Ultimately, the customer reverted to an alternate method insulin therapy.